Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the power to the sternal saw was going in and out. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress but not yet concluded. When the customer starts for the day, he tests the units out. This one seemed weak so he swapped it out for another saw before any cases. The customer stated that it just sounded different.